Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that the customer is in critical care, and the insulin pump was alarming motor error. It was stated that the customer never called to troubleshoot the insulin pump. The mother also stated that the doctor requested to have a replacement of the device. No further info was provided.